Event description:
Info received indicates the siderail is not latching due to two missing top rail ratchet rivets.

Manufacturer narrative:
The tech replaced the top rail ratchet rivets to repair the stretcher.